Event description:
An end user's mother called to report issues with her daughter's current appliance. She has an ileostomy and a suprapubic tube. The end user's mother stated she is continually removing the pouch off the wafer and the effluent from the ileostomy is entering the suprapubic insertion site causing repeat urinary tract infection from e coli. The end user's mother stated this has been happening over the past several months.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user's mother stated the last urinary tract infection began approx 3 weeks ago. The end user was hospitalized for sepsis requiring IV antibiotics and bladder irrigation with gentamycin. The end user's mother was unable to remember the name of the IV antibiotic. The end user's mother also stated she is not using little ones two piece product over the suprapubic site in an attempt to prevent further infection. She is also using a urostomy pouch on the ileostomy due to the pure liquid effluent. The end user's mother stated she is interested in trying a different two piece appliance along with a one piece product. It was stated that samples of both products will be sent. The end user's mother stated she threw away the box, thus the lot number is not available. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.